Event description:
The customer reported out of range normal control solution test results with test strips. On 3-4-97, the customer opened the second bottle from a box of fifty and performed a normal control solution test. The result was 65 mg/dl versus a normal control solution range of 117-175 mg/dl. With the rep, the customer performed a normal control solution test. The result was 71 mg/dl. The control solution, lot #hv1046, expiration 10/97,was opened five weeks ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 92 versus a check strip range of 78-104. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.